Event description:
It was reported that an unspecified infusor ¿did not infuse overnight¿. The issue was identified during a patient infusion. The device had been filled with piperacillin tazobactam and was attached to the patient via a peripherally inserted central catheter (PICC line). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.